Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported that the venous saturation probe casing was coming apart. No other details regarding the nature of this event were provided.